Event description:
The customer contacted philips to report that they were having calibration issues with the co2 functionality.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.